Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests .no cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, she has been experiencing issues with the insulin pump all day. She changed her infusion set four times and her blood glucose has been over 600 mg/dl. Customer treated during the call with pen. Troubleshooting was performed and customer mentioned the device hadn't had any alarms. High pressure test was performed and the device failed. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.